Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge leaked insulin from the septum. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 177 mg/dl.